Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date around the same time of occurrence/diagnosis, the patient was hospitalized for the event. On an unreported date, the patient underwent an outpatient hernia repair surgical procedure. On an unreported date, dianeal therapy was discontinued and the patient was started on hemodialysis therapy, and then restarted dianeal therapy on an unknown date. After an unknown amount of days of hospitalization (reported to be for a "few days"), the patient was discharged. The patient was recovering from the event. No additional information is available.